Event description:
It was reported to boston scientific corporation in 2007, that approximately three weeks after the placement of a polyflex esophageal stent (male patient), the stent migrated and the patient died. The physician initially placed the stent "without difficulty" two months earlier, due to a peptic stenosis in the mid esophagus as a result of an "alcali burn" from ingestion during childhood. "Post- procedure, the patient noted pain which was controlled with narcotic. A repeat endoscopy was performed after a few days, which showed some fibrin at the margin of the stent. The patient was discharged from the hospital after one week." The next month, a follow-up gastroscopy was performed, where it was noted that fibrin plaques were detected at the distal and proximal ends of the stent. Ten days later, the patient complained of a cough at his follow-up visit and was "referred to his regular physician", where he received medication for the cough. Two days later, "the patient awoke in the night and vomited blood. He was brought to the emergency room, where his blood pressure was noted to be low at 70mmhg systolic. He was subsequently, re-endoscoped and was found to have a large amount of blood in the stomach. The stent appeared to have migrated distally about 1cm above the upper margin of the stent in the mid-esophagus, a small posterior wall arterial bleeder was identified and clipped with a hemostatic clip which appeared to control the bleeding." A CT scan excluded an aortal-aneurysm. "The patient remained stable for several hours and then acutely deteriorated and was re-endoscoped. No bleeding was identified, but the patient was in shock. No surgical consultation was performed. The patient continued to deteriorate and shortly expired." The cause of death was due to a hemorrhagic shock. No autopsy was performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A ship history to determine potential lots shipped to the customer and the device history record reviews for those lots is in progress. Results of the device history record reviews will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.